Event description:
Reporter alleged obtaining a discrepant blood glucose result of 220 mg/dl back to back with a result of 98 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he had just eaten apple taffy prior to obtaining results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.